Event description:
Melenhorst et al. "Sacral neuromodulation in patients with faecal incontinence: results of the first 100 permanent implantations." Colorectal dis 2007; 9 (8): 725-730. This article reports on 100 patients with permanent snm implant for a mean follow-up of 25.5 months. Seventy-nine percent were considered successful for treating fecal incontinence. One patient had an infection and the devices explanted.

Manufacturer narrative:
.